Manufacturer narrative:
Continuation of d10: product ID: 978b128 (lot: va2ul6y); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was experiencing symptoms returning and the device reaching maximum output at 0.3ma on all programs. Impedance checks performed multiple times in the office and in the hospital on the day of surgery showed high impedance (>3000 ohms) on all electrodes (0-3). The patient underwent a full system replacement, on (B)(6) 2026. During removal and replacement, the lead was cut at the proximal end near the battery, and aside from this cut, the lead did not appear frayed or broken in other areas. No patient complications have been reported as a result of this event.